Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and then a 24mm watchman laa closure device & delivery system (wds) was advanced. Upon evaluating pass criteria patient had a drop in blood pressure and pericardial effusion was noted by transesophageal echocardiogram (tee). The physician placed a pericardial drain and removed 250ml before patient vital sign retrieved to normal limits. Closure device was released and successfully implanted. Protamine was given and pericardial drain remained overnight. Effusion remained trivial the following morning and patient was in stable condition from a cardiac standpoint without recurrent effusion. However, the patient started complaining of stomach pain and a full body CT was done and severe gut ischemia was noted; patient was recently diagnosed with crohns. Patient passed away on (B)(6) 2020 and the physician mentioned it was not cardiac related. The cause of death on death certificate was severe gut ischemia.